Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was patient condition related due to the stenosis in iliac.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 2.5 device for mechanical circulatory support. It was reported the complainant reported that impella met resistance in the stenosed area of the iliac artery. After multiple attempts to pass the stenosis the case was aborted and the 2.5 was explanted through the peel away sheath.